Manufacturer narrative:
Investigation summary: the customer reported that the green texium piece fell off and returned one used set of material. The sample did not have the bonded texium piece attached to the male luer when returned, and could not be investigated. The complaint of separation of the texium is verified. The root cause for the separation could not be found without the texium. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The male luer was analyzed under the microscope, and no root cause could be identified. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported alaris smartsite texium secondary set had component separation issues, causing leakage. The following information was provided by the initial reporter: " I was priming the line, and the green texium piece fell off and fluid was leaking out of the tubing because of that."